Event description:
Additional information was received from a rep on 2019-sep-25. It was reported that the physician was not in the pump, he had aspirated fluid. When the rep arrived, the hcp correctly accessed the pump and was able to aspirate and fill with no issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication. The indication for use was not provided. The hcp was able to aspirate the pump reservoir but they were not able to fill the pump on (B)(6) 2019. The hcp was meeting a lot of resistance when attempting to fill the pump reservoir. The hcp confirmed they were in the pump reservoir. The rep suspected this was a user related issue as the hcp was new to managing pumps. The rep planned to see the hcp and help troubleshoot. No symptoms were reported. No further information was available at the time of the report. Troubleshooting considerations were reviewed. No further complications were reported or anticipated.